Event description:
Device 1 of 2. Reference MFR reports: 1627487-2013-03315. The pt reported she experienced heating and being burned at her scs ipg pocket site while charging her scs sys. The pt also reported she went to the ER as a result of the burn. Subsequently, the pt reduced her charging frequency. Also, a replacement charging sys (low energy) was sent to the pt. F/u identified the issue has not been resolved; in addition, the pt is no longer receiving effective stimulation after encountering a metal detector. Furthermore, the pt experienced a shock during the encounter and reports her scs sys malfunctioning from that point. On (B)(4) 2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.